Manufacturer narrative:
(B)(4). Batch: r5aw3j. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60b cartridge loaded on the device. The cartridge was received un-fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the knife moved forward all the way but did not return to home position at the 2nd firing of feea. The knife reverse switch was used to return the knife to home position. Another device was used to complete the case. There were no adverse consequences to the patient.